Manufacturer narrative:
Concomitant medical products: w1tr01 crtp implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the lead that goes along the side and down to the heart is jumping and jumping. It was noted that it kept the patient up at night. The lead was checked after the patient told the healthcare professional, but the patient is reporting that it is jumping again. The left ventricular (lv) lead remains in use. Months later it had been reported by the patient that reprogramming had been done for the stimulation. It was also noted that the device feature that monitors and adjusts lv lead outputs had been turned off. There was no sign of stimulation from the lv lead at the most recent device check. No further patient complications have been reported as a result of this event.